Event description:
Advancement of the zenith endovascular graft was planned via a right sided introduction. The three-piece modular graft was deployed without complication. Molding balloon was advanced and all fixation sites and overlap junctions were ballooned. During the post angiogram, a proximal type I endoleak became immediately visible. The molding balloon was re-advanced and inflated at the proximal sealing stent. Initial viewing of the second angiogram did not detect any endoleak presence, but when examined from another angle and viewing screen, there was seen a diminished presence, as the endoleak did not flush as quickly. Physician concluded the procedure, with the intent of performing a follow-up examination in one month to examine the status of the endoleak.